Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the tubing became detached or separated from the plastic housing at the quick release. Customer's blood glucose level was 561 mg/dl. The customer changed the infusion set and treated with the insulin pump. The device was not returned.